Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific values or event dates were provided. Reportedly, customer changed infusion sites to treat bg levels, but bg levels did not resolve until they used infusion sets from a different box. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.